Event description:
The customer reported to olympus the elevator wire was found broken during an unknown procedure. There was no harm or injury to the patient. The device was returned for repair and foreign material was found in the forceps elevator and the inside of the light guide lens was dirty. These are reportable events.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the k-wire was completely cut off. Additionally, the evaluation identified the following issues: the bending cover adhesive is detached, connecting tube is scratched and has a wrinkle, knob is dirty, control unit has discoloration, universal cord protector and suction connector are scratched, forceps control lever is dirty, angle wire worn, and the plastic distal end is dirty and has scratches. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event of foreign material within the forceps elevator was presumed to be caused by the following: a) user¿s reprocessing around the forceps elevator after procedure was insufficient. B) user did not reprocess the device immediately after procedure, and then, foreign material adhered to the forceps elevator were dried and solidified. The suggested event of the inside of the lg (light guide) lens being dirty was presumed to be caused by the following: a) because of physical stress/chemical stress resulted from user¿s handling, a minute gap was created in the glue around the lg lens. B) stain, liquid or moisture adhered to the lg lens or around the lg lens entered from the gap into the inside of the lg lens. Brushing methods around the forceps elevator are described in the following section of the instructions for use (IFU) (reprocessing manual): "operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU further states the following: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Diligence provided the name, occupation, and determination of "healthcare professional" of the customer contact.